Manufacturer narrative:
Product ID: 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID: 37743 lot# serial# (B)(4), implanted: 2008 (B)(6),product type programmer, patient product ID: 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID: 3550-09 lot# lb3772, implanted: 2003 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that an impedance check showed the #4 electrode was over 10,000 ohm. It was noted that the electrode was not used in programming and there were no patient symptoms / injuries related to the event.